Event description:
Ous MDR - pt of age (B)(6) was successfully implanted on (B)(6) 2012. Later the pt was hospitalized, apparently because he presented with dilated cardiomyopathy (reason for which the lumax was implanted), he was later released. On (B)(6) 2012, during a f/u visit there was no evidence of any event or alteration of the device that called our technicians attention. The next f/u was on (B)(6) 2012 and once again there were no events to report. On (B)(6) 2012, the physician informed our technician that the pt died on (B)(6) 2012 and that the family had taken the device to the doctor. His programmer was not connecting to the device; therefore another programmer was used, but without success. Later, our technician interviews the doctor that was on duty the day the pt died and learned that there was no visible discharge of the device and that previously an EKG had been done and it presented a supraventricular tachycardia. The date of explant was not provided.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The leads implanted with the ICD were still connected to the header. The connections between the leads and the device were tested, proving that the leads were connected properly. Upon receipt the leads were wrapped up in a manner that the rv and svc shock coils of the high voltage lead were temporarily in direct contact with each other as well as with the ICD housing, representing temporary external short circuits. Following that the leads were disconnected and the ICD was subjected to an electrical analysis. The device was found to be not interrogatable. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to this damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. Based on these findings, it is reasonable to assume that the device damage occurred after the explantation of the system while the shock path was temporarily shorted. Conclusively, it is therefore assumed that the ICD was capable to detect and deliver antitachycardia therapy while implanted and in service.